Event description:
The patient was undergoing a coil embolization procedure in the right internal carotid artery (ica) using penumbra smart coils (smart coil), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician advanced a smart coil into the target location as the first coil and attempted to detach it using a handle; however, the smart coil failed to detach. Therefore, the smart coil was removed. The procedure was completed using new smart coils with the same handle and microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned smart coil confirmed that the embolization coil was intact with the pusher assembly. Further evaluation revealed that the pusher assembly was fractured on the proximal end of the pusher assembly, and blood was present inside the pusher assembly ddt. The fracture on the pusher assembly was likely due to the detachment attempts made during the procedure. The blood within the ddt was likely incidental to the reported complaint. During functional testing, the pull wire on the proximal end of the pusher assembly was attempted to be retracted but was unsuccessful, and the embolization coil remained intact. The blood within the ddt may have contributed to the pull wires inability to retract during the functional test. The root cause of the detachment issue during the procedure could not be determined. Further evaluation revealed pusher assembly kinks. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.